Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2171572. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: the user reported that the scale was misaligned. The lot#2171572y was not found but 2171572.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: the user reported that the scale was misaligned. The lot#2171572y was not found but 2171572.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.